Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. An impact is mentioned in the recipient's report. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. A possible date for revision surgery could not yet be determined due to the covid situation.

Event description:
No changes in the user_s performance with the device were noted. The user has not developed oral language. The user has motor impairments and is bound to wheelchair and reportedly hit his head on the wheelchair due to some wheelchair movements. The user proves to enjoy listening and when the audio processor runs out of battery he complains. Doctors discuss the idea of re-implanting the patient. Due to covid in this area still no non-essential surgeries are being carried at as of (B)(6) 2020.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
No changes in the user_s performance with the device were noted. The user has not developed oral language.

Event description:
No changes in the user's performance with the device were noted. The user has not developed oral language. The user has motor impairments and is bound to wheelchair and reportedly hit his head on the wheelchair due to some wheelchair movements. The user proves to enjoy listening and when the audio processor runs out of battery he complains. At this time, no additional information could be retrieved as to how the clinic is planning to proceed.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. An impact is mentioned in the recipient's report. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. A possible date for revision surgery has not been informed yet.